Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: (B)(6) 2017. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, wear was observed on the jaw. The device worked without issue, but a new device was used out of precaution for the remainder of the procedure. Examination of the received device on (B)(6) found the device would self activate when shaken.

Manufacturer narrative:
Medtronic reference #: (B)(4). Date of initial report: 01/21/2017. Date of follow-up report: 02/08/2017. One ls1037 was received for evaluation. Visual inspection found the jaw wire insulation was damaged. The reported condition was confirmed. The damage is similar to that seen if the wire may have contacted a sharp edge of a trocar during insertion or removal of the device or another instrument. There is nothing known in the manufacturing process that would cause this type of peeling damage. The investigation could not determine when and were the root cause of the reported event occurred. The IFU states to carefully insert and withdraw instruments from cannulas (trocars) to avoid possible damage to the devices and/or injury to the patient. No trend has been identified. No corrective action is required, because no trend has been identified. An additional failure was found during the investigation: the activation button was damaged. The device was recognized when plugged into the generator, but it would self activate when moved. Further investigation found the tip of the switch button was shorter than normal, resulting from excessive force or excessive use. With the tip shortened, the main body of the button came into contact with the switch. The switch became permanently depressed, causing self activations. The investigation identified the cause of the reported event to be excessive wear on the button. No trend has been identified. No corrective action is required, because no trend has been identified. Manufacturing non-conformances were reviewed. No entries pertinent to the reported condition were found.